Event description:
In 2002, a cryopreserved aortic valve and conduit was implanted into a pt to replace a cryopreserved aortic valve and conduit previously implanted during 2001. The initial aortic valve and conduit was explanted secondary to fungal endocarditis (reference medwatch manufacturer report #1063481-2002-00014). In 2002, five months post-placement of the second valve. The pt reportedly developed bacterial endocarditis involving the organism enterococcus fascalis. Multiple valvular vegetations and severe aortic insufficiency, which was noted during transophageal echocadiography with doppler color flow mapping in 2002 and again in 2003, were also reported. Additionally, it was reported that the pt also developed seizure activity and progressive hydrocephalus as a result of the infection process, which resulted in cerebral shunt placement.